Event description:
It was reported that the pt underwent a spinal procedure, using posterior fixation at l3-s1 with interbody devices. During the procedure to implant two cages at l4-l5, one of the cages penetrated and fell off to vena cava. The x-rays after the fall confirmed the cage in the posterior peritoneum. The incision was closed. Post op x-rays showed that the cage further migrated hematogenously from the inferior vena cava to pulmonary artery, requiring cardiac surgical intervention for its removal. A cardiac surgeon performed a removal procedure, pulling the cage up to l4-l5 level with a catheter and then carrying out a laparotomy for vena cava dissection to remove the cage successfully. Artificial vein was supplemented to treat vena cava incised to retrieve the cage at the vascular procedure. The pt had been observed in ICU over a period of time. Reportedly, the pt was recovering.

Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history record is under requesting. The follow up report is going to sent after we receive the info. Per the reporter, the reported event was not believed to be related to the device malfunction. We are filling this report for notification purposes.